Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer 18 months ago. The patient did report to receive medical intervention and received radiation and chemotherapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 10, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged diagnosed with throat cancer 18 months ago related to CPAP device's sound abatement foam. The patient did report to receive medical intervention and received radiation and chemotherapy. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed light dust like contamination on top of the blower motor and the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, black dust like contamination (inconsistent with degraded sound abatement foam) on the rear panel, dust like contamination at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.